Event description:
Report received of a leak of a oncolytic drug. The customer reported that during set up, an unspecified oncolytic drug "spilled" into the pump. It is unknown whether a pt or staff member was exposed to the oncolytic drug. The set had not yet been connected to the pt. Multiple unsuccessful attempts have been made to obtain additional info.